Event description:
It was reported that the universal battery for aseptic transfer kit was only used ten seconds and then there was no more power. Surgery was delayed by five minutes and the surgery was completed with another device. There was no patient harm or injury reported.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.